Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2025 a right heart catheterization was performed to assess the sensor. It was confirmed the sensor was wedged in to a small vessel just past the bifurcation in the pulmonary artery. The site confirmed the sensor did not migrate post implant. The sensor pressures were compared to the pressures from the catheter and the sensor baseline was recalibrated. The baseline was increased by 23.6mmhg. The sensor waveform morphology remains dampened at this time.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.